Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that at the site of their implant, which was located on their hip that they would get a twinge, ¿sort of like a pain, like a shock maybe.¿ the patient stated that this didn¿t happen every time and noted that the issue occurred every once in awhile. The patient stated that this issue had been since they were implanted on (B)(6) 2019. Prior to the call the patient stated that they had only increased the stimulation for their therapy. Patient services asked if the issue occurred in certain positions and the patient answered that they noticed the issues in different positions, often times when sitting down or immediately after getting up after sitting down for an hour. The patient stated that they would get the ¿twinge feeling.¿ considerations were reviewed with the patient about decreasing the stimulation intensity of the therapy. The patient was going to make the necessary changes and monitor their therapy. The patient also reported that they had been having problems with constipation within the past two weeks. The patient confirmed that they had the ins for bladder control. While on the call it was reviewed that the ins could cause undesirable changes for bowel control and it was recommended to the patient to further discuss their medical issue (constipation) with the health care physician (hcp). The patient noted that this had started in (B)(6) 2019, ¿within the past two weeks.¿ on the same day, the patient called back to reiterate their possible adverse effect on their bowels from the device/therapy and stated that they had ¿two major issues,¿ regarding their bowel and they thought their issues were related to constipation. The patient stated that they were on their way to their general hcp and patient services reviewed that the hcp could contact technical services if needed. Patient services also reviewed redirecting to the hcp that managed the patient¿s interstim therapy. The patient reported the onset of symptoms as the ¿1st of the month, or a couple weeks. There were no further complications reported.